Event description:
On (B)(6) 2015 patient had surgery. On (B)(6) 2015, IV infusing. IV alarm beeping throughout day, but patient resets without telling staff. Nurse went into check alarm and found IV tubing full of air from where the IV tubing is inserted into the machine to the point of entry (angio cath) of patient. Patient developed hypoxemia and increased oxygen demand. Pulmonary consult obtained. Cxr done, abgs done, and stat bilateral lower extremity venous duplex completed-no evidence of dvt. Physician felt increased oxygen demand due to post-op recovery. Patient remains with higher oxygen flow requirements. Unit had 2 IV tubings available with different lot numbers. The second lot number it could be is 15075123, ref: 2426-0500, exp date: 7/31/2018.